Manufacturer narrative:
Event date: on an unreported date in (B)(6) 2016, the patient experienced peritonitis. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated for fourteen days with unspecified antibiotics. The outcome of the event and action taken with pd therapy was not reported. No additional information is available.